Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Medwatch received from the account: describe the event or problem: doctore inserted a perclose proglide in the right groin. The sutures did not deploy, which could have been due to possible calcium in the patient or a "cuff miss" due to perclose misfiring. A second perclose deployed correctly. The patient was transported to ccu in hemostatis with no distress or hematoma noted. Additional information received: it was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional procedure using a 6fr sheath. Reportedly, the suture did not deploy, which could have been due to possible calcium in the patient or a cuff miss due to the perclose misfiring. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.